Manufacturer narrative:
Insulation degradation was noted at 4.5cm from the connector pin. The outer coil was exposed at this location. This is consistent with the observation from the field of p-wave amplitude variation, oversensing, and noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to lead revision, the right atrial lead exhibited oversensing and inappropriate mode switch. The lead was explanted and replaced. The patient was in stable condition prior, during, and post operation.